Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the battery in their device was depleted after one day. When they had installed the device the day before, it worked properly. After several self-tests had been performed, the battery was depleted the next day. During device evaluation, physio-control observed that the battery had 1 flashing led (indicating a very low state of charge) and that the device showed a service wrench icon in the readiness display and had logged several event codes into its memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device but could not observe any automatic power on or off issues. It was observed however that there had been many user power on, user power off and device power off cycles. The battery download showed 19.7 hours of use and the battery had been depleted. It was determined that the battery had depleted normally from use. A replacement device had been provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).